Event description:
It was reported that a home patient (hp) had a high drain alarm (indicating the patient drain and greater than 200% of the maximum prescribed cycle fill volume) which occurred on a homechoice (hc) device during use. It was determined during troubleshooting that the patient had already turned off the device prior to contacting the technical service representative. The technical service representative explained the alarm and advised the use of continuous ambulatory peritoneal dialysis (capd) for the patient. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). A sample has been received and a complete evaluation of the device is yet to be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was completed. The increased intra-peritoneal volume (iipv) event (high drain volume 101) was verified in the device logs. The event history log review revealed no additional keystrokes, programming, or use related events that indicated and/or contributed to the reported problem. A visual inspection was performed as well as a internal and external inspection. The device passed the homechoice return instrument test/evaluation (rite) electrical testing but the device had failed the rite functional testing, which is not related to the reported problem. The device passed rite testing pertaining to volumetric accuracy and temperature functional performance; therefore, the device was found to meet specifications relative to the complaint of iipv. The reported issue of iipv-adult (high drain volume 101) was not duplicated during sample analysis. A review of the service history revealed no previous service events that would cause or contribute to the reported problem. The direct cause was false empty detect and use error with initial drain alarm setting inappropriately programmed. Proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide has instructions on ¿setting the I-drain alarm volume too low or off can result in an incomplete initial drain followed by a full fill.¿ this can result in an iipv situation. A review of the label for the product family will be conducted. Should relevant additional information become available, a supplemental report will be submitted.